Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd intima-ii 22gax1.00in prn slm had damage on the tubing. The following information was provided by the initial reporter: "in the process of using a closed vein indwelling needle, blood overflow was found in the proximal end of the extension tube. After withdrawing the needle core, a little normal saline was injected into the vein, and the liquid flowed out from the damaged site of the tube. The catheter tube and ext tube were removed and discarded, and a new indwelling needle was replaced".

Event description:
It was reported bd intima-ii 22gax1.00in prn slm had damage on the tubing. The following information was provided by the initial reporter: "in the process of using a closed vein indwelling needle, blood overflow was found in the proximal end of the extension tube. After withdrawing the needle core, a little normal saline was injected into the vein, and the liquid flowed out from the damaged site of the tube. The catheter tube and ext tube were removed and discarded, and a new indwelling needle was replaced".

Manufacturer narrative:
H.6 investigation summary: in response to the event reported by the facility a device history review was conducted for lot number 1076026. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.